Event description:
It was reported that: "the catheter body separated from the fins holding the catheter in place. The staff then tested other catheters and the same issue occurred. There was no patient involved." Associated complaints 3006425876-2024-00557, 3006425876-2024-00556, 3006425876-2024-00555, 3006425876-2024-00554, 3006425876-2024-00553, 3006425876-2024-00421, 3006425876-2024-00549 and 3006425876-2024-00552.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "the catheter body separated from the fins holding the catheter in place. The staff then tested other catheters and the same issue occurred. There was no patient involved." Associated complaints 3006425876-2024-00557, 3006425876-2024-00556, 3006425876-2024-00555, 3006425876-2024-00554, 3006425876-2024-00421, 3006425876-2024-00549 and 3006425876-2024-00552.

Manufacturer narrative:
(B)(4). The customer report of a separated catheter body was not able to be confirmed through complaint investigation. The customer returned one, opened arterial catheter set for analysis. It was noted that the catheter was removed from the guide wire and protective tubing. This confirms that the customer handled the device. Visual analysis did not reveal any obvious separations on the catheter body; however, further analysis revealed that the catheter body showed significant evidence of stretching across the body. A device history record review did not reveal any relevant findings to suggest a manufacturing related issue. According to the reported information, the customer tested different samples to check for catheter separations. This testing likely contributed to the observed stretching; however, the state of the catheter prior to the customer handling cannot be confirmed. Based on these circumstances, the root cause could not be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.